Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with missing end cap sticker. Motor passed motor test.

Event description:
Customer reported that she had high blood glucose; stated that her insulin pump drive support cap is sticking out and unit alarmed while trying to prime. Nothing further was reported.